Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this subcutaneous implantable cardioverter defibrillator (s-ICD) was checked following a radiation treatment, a da error was observed. A boston scientific technical services consultant reviewed the device data and found that five da errors had occurred. The errors were generally benign, self-correcting memory errors and were common during radiation therapy. The device was operating normally. No adverse patient effects were reported.